Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized and treated with unknown medication for the event. At the time of this report, it was unknown if the patient was recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.